Event description:
Overdelivery reported. A physician's order was written to administer 3 separate doses of potassium via IV piggyback. At 2100, the pump was set to deliver the first piggyback of potassium 20meq in 100ml/hr. At 2145, the nurse noted that the bag had emptied in 45 minutes. The nurse thought that some of the solution"could have been backing up into the buretrol (primary)because of how it was hung." She then waited until 2200, clamped off the primary line, and set the pump to infuse the second potassium piggyback at the same settings. The nurse noted that the second bag was empty at 2230; the pump display indicated the volume infused as 33ml. The pump was then switched out for the third dose. "The patient appeared to suffer no adverse effets." No further information was available.